Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. It may have had an intermittent failure that was not detected during testing. The motor position encoder error alarm could not be verified due to overwritten history file. The excessive no delivery and occlusion tests could not be performed due to motor error alarms. Cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had motor error and motor position encoder error alarms during set change. The blood glucose at the time of the incident was 13.0 mmol/l. Troubleshooting was performed. The device was returned for analysis.